Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose levels. Customer stated that on 02/06, her blood glucose went up to 500 mg/dl and she had another high blood glucose reading up in the 400's mg/dl. Customer changed the whole infusion set and wants the set replaced along with the reservoir. Customer treated with an injection. Customer stated that both sets are from the same box. Customer declined troubleshooting for high blood glucose since everything is alright. Customer was advised that replacement sets and a reservoir will be sent.